Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had repeated pacemaker mediated tachycardia (pmt) and balanced endless loop tachycardia (belt) facilitated by left ventricular (lv)-only pacing programming and sinus tachycardia with 1:1 atrioventricular (av) nodal conduction above maximum tracking rate. The belt events lead to symptoms of acute heart failure causing the patient to present to the emergency department. Reprogramming was suggested and carried out to mitigate the pmt / belt behavior. This device remains in service and no additional adverse patient effects were reported.